Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead was implanted on (B)(6) 2024. On (B)(6) 2024, the implantable neurostimulator (ins) was performed after the activa adapter and lead were connected. The lead that had been stored subcutaneously was removed, and the lead cap's bolts were loosened with a torque wrench. When an attempt was made to remove the lead, the lead tip electrode 0 was torn off and the wire inside was exposed. This was caused by the fact that the lead cap's bolts were not loosened. According to the surgeon, "it is possible that that lead cap was not firmly loosened." Lead impedance measurement was considered, but it was not performed because it was determined that tit was difficult because the wire was exposed about 5 cm from the tip electrode. A lead that was placed subcutaneously near the stimloc was removed at a later date, and a new lead will be scheduled to be placed again. The issue has not been resolved at the time of this report. No symptoms were reported.

Event description:
Additional information was received stating that surgery was performed on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.